Manufacturer narrative:
At the time of the reported incident, the bed was about 10 inches away from the wall. The bed was in the flat position, with the head and foot sections down all the way. Full length rails were on the bed in an upright position. The end user's head and part of his torso were hanging off of the bed between the wall and the bed and between the end of the rail and the side edge of the head board (zone 6 per the FDA guidance document "hospital bed system dimensional and assessment guidance to reduce entrapment"). According to the police, it is unknown how the end user became slumped over the side of the bed but his body did not appear to be stuck or lodged in this position. The findings from the autopsy revealed the cause of death as positional asphyxiation and ruled the death an accident. The end user had been diagnosed with alzheimer's disease and was known to wander at night, not staying in bed. The invacare 5410 low bed was being used with non-invacare rails, mattress, and alternating pressure mattress overlay. The dealer determined that all of the equipment was in good working order, with no malfunctions identified. The ivc bed series owner's manual states, "proper patient assessment and monitoring, and proper maintenance and use of equipment is required to reduce the risk of entrapment. Variations in bed rail dimensions, and mattress thickness, size or density could increase the risk of entrapment." The manual references the FDA¿s bed safety guidelines, "a guide to bed safety bed rails in hospitals, nursing homes and home health care: the facts" which state, "patients who have problems with memory, sleeping, incontinence, pain, uncontrolled body movement, or who get out of bed and walk unsafely without assistance, must be carefully assessed for the best ways to keep them from harm, such as falling. Assessment by the patient¿s health care team will help to determine how best to keep the patient safe. When bed rails are used, perform an on-going assessment of the patient¿s physical and mental status; closely monitor high-risk patients." The ivc bed series owner's manual also states, "invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products." A letter was sent to the dealer notifying them that it is not recommended to use non-invacare accessories with invacare beds. Should additional information become available, a supplemental record will be filed.

Event description:
The hospice facility reported that the patient was found by his wife wedged between the hospital bed and the wall. The 911 was called and the patient was pronounced dead by the police department. The patient's body was removed from the home by the medical examiner, and cause of death was determined to be "positional mechanical asphyxia due to entrapment confinement."